Event description:
Per dealer, power switch is defective. Per independent repair center statement, the alarm will not function. The key failure is due to the power switch on the control panel is defective.